Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated the customer experienced hyperglycemia of 400 mg/dl, dizziness, vomiting, and ketosis due to air bubbles in the insulin cartridge. He was hospitalized and treated with IV therapy and insulin via pen. He reported he fills the cartridge with cold insulin and does not allow it to warm to room temperature. He was advised on correct procedures. The alleged product was requested for evaluation.